Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they have used up 3 batteries in 2 days and it alarmed during the night. The product was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies or replace battery now alarms noted. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The device was received missing serial number label and minor scratches on lcd window.